Manufacturer narrative:
PMA/510(k) number: this part is not approved for use in the united states; however a like device catalog #:1555000500, 510k with #k113174 is marketed in the united states radiographic image review: post op x-ray/CT for lumbo-sacral-pelvic fixation. Transitional anatomy present fusion status unknown - probable at l4-5/5-s, interbody sample at l4-5/5-s, bilateral rod fractures at l3-4. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regrading a patient with a pre-operative diagnosis of lumbar intervertebral joint cystoma, undergoing a revision surgery. It was reported that the rod was broken. The patient reported lower back pain. The rod was replaced and was reinforced with mrc. No fragments of the implants were left in the patient. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned and was replaced. Levels implanted: l1-s2ai date of initial surgery: (B)(6) 2017 device status reason : explanted-complete.

Manufacturer narrative:
H3: product analysis: visual inspection confirmed the rod has broke in multiple places. Damage and smearing noted on fracture surfaces. No pre-existing surface defects were identified that could contribute to the breaks. After visual and microscopic inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. This type of damage is consistent with cyclic fatigue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received stated in event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regrading a patient with a pre-operative diagnosis of lumbar intervertebral joint cystoma, undergoing a revision surgery. It was reported that the rod was broken. The patient reported lower back pain. The rod was replaced and was reinforced with mrc. No fragments of the implants were left in the patient. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The product will be returned and was replaced. Levels implanted: l1-s2ai date of initial surgery: (B)(6) 2017 device status reason : explanted-complete surgery was done for the sole purpose of replacing the broken rod. It replaced all the broken rods and made the rods dual with mrc. The re-operation was completed without any problems, and the low back pain associated with the broken rod disappeared.